Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4), when compared with a laboratory result using an unknown method. The meter result was 4.9 inr and the laboratory result was 3.16 inr. It was noted that the meter 'coded correctly.' The laboratory result was believed to be correct and no medication change with administered. The customer's therapeutic range is 2.0 inr - 3.0 inr. There was no allegation that an adverse event occurred. There were no symptoms of bleeding or bruising. The customer is not anemic, is not on heparin, does not have antiphospholipid antibodies and no direct thrombin inhibitors. It was noted that there were no new medications at the time of the meter to lab comparison, no dietary changes, and no illnesses. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.